Event description:
Boston scientific received information that approximately four days post-implant, this lead was confirmed dislodged. It was suspected that the product had relocated due to multiple chest drainage procedures, on account of a post-procedure pneumothorax. During the repositioning attempts, the physician was not aware of the leads' electrode fixation mechanism and thus dissatisfied with the leads inability to be successfully repositioned. A stable position was unattainable; non-capture confirmed at 5v at 0.5ms. The lead was ultimately cut, explanted and discarded. Another lead was successfully implanted. A post-explant examination of the lead's fixed helix, showed entwined cardiac tissue. The physician strongly indicated a preference for an extendable-retractable helix mechanism. Final sensing/impedance/thresholds were satisfactory with the new lead. The patient was in a stable condition at the conclusion of the procedure.

Manufacturer narrative:
As no further information concerning this \report is expected, our investigation is complete. This investigation will be updated should further information be provided.